Event description:
Per the clinic, the patient experienced a strong vertigo at the end of 2023 which has lead to the diagnosis of an infection (labyrinthitis) in (B)(6) 2024 (specific date not reported). Subsequently, the patient was hospitalized (date not reported). The patient was also treated with oral, topical, IV antibiotics and steroids until the end of (B)(6) 2024. It was also reported that, the patient had tinnitus and dropouts with the use of device were reported a couple of times a week. Reprogramming attempts were made; however, the issue could not be resolved.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.